Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cnwet3-t6) that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A consumer reported that following an intraocular lens implant procedure, initial the patient experienced halos around lights at night was expressed by the patient right before the second eye surgery. At that time, it was felt to be related to the fact that the patient had a significant psc cataract in the fellow eye. However, after successful surgery in both eyes, the symptoms did not improve. Patient kept experienced of halos around traffic lights while driving at night. Interestingly, this phenomenon disappeared as patient gets closer to the lights. In the surgeon's opinion, the product had caused or contributed to the event, while it was rare, with stated symptoms that were not present before surgery. The patient's issues were not resolved, and during the patient's last appointment it was reported that halos continued to be experienced, although they were slightly less bothersome and the patient's near vision was reported to be worsening. The surgeon's prognosis was that other than nighttime driving, the patient was comfortable with vision most of the time. No yttrium aluminium garnet (yag) capsulotomy or explant was performed. Glasses were prescribed to help with distance vision at night, and willingness to try glasses was expressed, although this option was initially declined. The patient's symptoms seemed to be improving. Given that the halos improved as the patient got closer to the traffic lights, it was suspected by the surgeon that at least part of this phenomenon may be related to residual refractive error. This was discussed with the patient after surgery, however the patient was initially reluctant to wear glasses as the patient was expecting to be glasses free, and after the last visit greater willingness to try glasses for night driving was noted, which was considered likely to help by the surgeon. There are two medical device reports associated with this patient, this report is associated with the right eye. Additional information has been requested but is not available at the time of this report.